Event description:
On (B)(6), the customer called to report the needles they purchased and found that there was no production date and expiration date on the outer packaging of one box. The material code is 329497 and the lot number is 3073698. The customer said that they had contacted the supplier and the supplier asked them to call 400 for a return. The customer hoped to return a box of normal products. The problematic needles was mailed and photos was provided. No customer response is needed. Sample availability: yes. Sample availability details: picture/video available and physical sample.

Manufacturer narrative:
Additional information provided to sections b4, g6, h2, h3, and h11. Corrections made to section h6 (type of investigation, investigation findings, & investigation conclusions). Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.